Event description:
Customer reported, during operation and preparation for stent placement , the stent was blocked in the biopsy channel. According to the report, the user (doctor) completed the procedure (therapeutic) with another endoscope. An unspecified (couple of minutes) prolongation in the procedure due to device replacement was stated but with no impact or harm to the patient. No harm was reported, no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Communication with the customer via service repair department reported that during reprocessing, manual reprocessing was performed , customer conveyed that it was not possible to remove the foreign material , cds was not carried out in the disinfector due to the fear of leakage and fluid invasion into the device. This may be caused by foreign material inside the channel. The subject device was received and evaluated . Device evaluation found foreign material stuck inside the biopsy channel. The reported customer issue was confirmed. Furthermore, the following defects were identified during device inspection: light guide rod lens inspection found foreign material. Light guide cover lens inspection found has white clouded. Ccd unit inspection , cover lens glue noted with discoloration. Distal end cap inspection noted c-cover has sharp edge, scratch and dent. Connecting tube has scratch. Bending section rubber glue separated. Angulation less than the specifications/play observed. Switch function check found k pipe stretched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.